Event description:
The patient presented with shortness of breath on exertion and weakness in their lower extremities. A chest x-ray was ordered and it was discovered that the implantable pulse generator (ipg) had flipped over in the pocket. No medications were administered or adjusted and the ipg remains in use. The patient is a participant in the wrap it clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.